Event description:
It was reported that a physician attempted suture placement, using proglide devices, in a pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Both groins were accessed. The physician attempted to place 2 proglide devices in an x-pattern, in the right common femoral (rcfa) and left common femoral (lcfa) arteries and set the sutures aside prior to performing the index procedure. Reportedly, the physician attempted an unspecified number of devices per groin, but indicated as a total of 8, for which he experienced a cuff miss each time. The rcfa and lcfa were described as heavily calcified. The physician was ultimately successful placing 2 proglide device sutures in each groin and once the aaa procedure was completed, he achieved hemostasis with the sutures. The patient did not experience any adverse effect. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The additional proglide devices are being filed under separate medwatch report numbers.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted the investigation of the reported cuff miss event. A cuff miss can be influenced by numerous factors including, but not limited to manufacturing, user technique and/or patient anatomical conditions. During manufacturing, the needle trajectory of every device is verified twice and a sampling of finished devices is destructively tested to verify the functionality of the device. Patient anatomy (e.g. Calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss. For this case, the patient arteries were described as heavily calcified. The proglide instructions for use (IFU) indicates that the safety and effectiveness of the perclose proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. User technique, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/ or inadequate positioning of the foot against the arterial wall may cause a cuff miss. Information about user technique was not provided. Based on the case information, manufacturing testing and inspection criteria, a product quality deficiency was not noted. It is likely that the reported use of the device in a calcified artery contributed to the needle to cuff miss experience. Review of the device history record did not reveal any nonconforming material records associated to this lot. A query of the complaint-handling database was performed and there does not appear to be an indication of a lot product quality deficiency.